Event description:
It was reported that there was damage to the pump housing and usb, which impacted the customer's ability to charge the pump. The customer's blood glucose level at the time was 6.9 mmol/l. The customer reverted to an alternate form of insulin therapy.